Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, intermittent loss of capture was observed. Abbott technical support reviewed the session records and device printouts and found ectopic beats which were suspected to be interfering with pacing. In addition, high ventricular rate episodes were recorded. The patient experienced ventricular tachycardia so the device was upgraded to an ICD. During the procedure, the left ventricular (lv) lead remained implanted and connected to the ICD. However, the right ventricular lead was cut, capped and replaced during the procedure. The patient was stable with no adverse consequences. Related manufacturer reference number: 2017865-2020-07700, 2017865-2020-07702.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. The reported event of no capture was not confirmed.